Event description:
It was reported the menu and select functions are not working properly. It was also reported the lcd (liquid crystal display) is damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing pixels and bleeding and the keyboard menu key is intermittent. Analysis also found the upper and lower cases are broken. Battery release, one side bail cover, ring cover and lead flex cover are contaminated. One case screw is missing, battery contacts are compressed, the ring bail is bent, battery drawer is broken and contaminated, the serial number label is torn, and the encoder flex pads are off center in the flex.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.